Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 55-129 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarms and malfunction 9, 12, and 16 issues were verified. Based on the analysis, the alleged malfunction 13 issue could not be verified.